Event description:
It was reported that a user experienced discordant dexcom g7 sensor readings while using the ilet, with persistent ¿low¿ and ¿urgent low soon¿ alerts despite self-treatment and concurrent fingerstick values demonstrating marked hyperglycemia; the user paused ilet insulin delivery after administering outside insulin, subsequently replaced the sensor, and reconnected once the new sensor aligned with fingerstick values. Symptoms included hyperglycemia with urinary frequency, while no clinical signs beyond those were documented. Outcomes included no health consequences or impact requiring medical care beyond user-directed treatment. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.